Event description:
It was reported intermittently that occlusion alarms occurred. Customer's blood glucose (bg) level was approximately 520 mg/dl. Customer gave a manual injection to address bg level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set for all events and continued to use the pump for insulin therapy.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.